Event description:
It was reported that cgm displayed error message and caller experienced issue with sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and completed reset with guidance, after which error message did not reappear and sensor session was successfully started; no additional information was received regarding the outcome of the event.